Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The field service engineer (fse) replaced the cpu board, power management (pm) board and motor controller (mc) board to address the reported problem. Per fse there was no patient harm reported. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 30 mar 2020. After further review of this complaint, the issue was reclassified from non-adverse report to serious injury. The customer reported that the unit was in use on a patient during the event with no harm noted. Due to limited information provided, provision of medical intervention to prevent/preclude harm is unclear and therefore has not been ruled out. Assessment of complaint with this assumption has been considered via clinical risk review and shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec'd date: 01apr2020. Report date: 20apr2020. Failure analysis on the returned central processing unit (cpu) board, power management (pm) board and motor controller (mc) board shows that the customer complaint was verified. Root cause was failure of q15 and l2 in the pm board. No fault could be found with the cpu. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20mar2020. B4: 24mar2020. Failure analysis on the returned power management (pm) board and central processing unit (cpu) board shows that the failure of q15 transistors and l2 (12v switching inductor) in the pm board cause the reported problem. No fault could be found with the cpu. During review of the diagnostic report (drpt) noted a da pcba adc reference failed logged. The da pcba adc reference failure did not re-occur during cycle testing. The error code was not duplicated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
The customer reported that the unit shut down while in use on patient. The customer reported that the unit was in use on patient , but it's unknown if there was patient harm reported.